Manufacturer narrative:
Corrected data: h6- health effect- clinical code: "4581- keratoconus" and "2137" should be added. H6- medical device problem code: "1401" should be added. B5- the reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens of diopter -12.50/3.5/141 (sphere/cylinder/axis) into the patient's right eye (od).the patient experienced keratoconus and residual refractive error. Reportedly "1 week post op keratoconus patient's outcome". The lens remains implanted. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm512.6 implantable collamer lens of a -12.5/3.5/141 (sphere/cylinder/axis) into the patient's right eye (od). Reportedly, "1 week post op keratoconus patient's outcome".

Manufacturer narrative:
H6: work order search: no similar complaints within associated lots were found. (B)(4).